Event description:
Unomedical reference no.(B)(4). Event occurred in spain. On (B)(6) 2024, the patient had reported that infusion set was detached from the insertion site. The site of insertion was at abdomen. Infusion set was in use for 1 day. Patient had reported that there was no stress or pull on the tubing. No further information available.